Event description:
Related manufacturer report: 2017865-2017-36723. During a follow-up, noise and low pacing impedance were noted on the right atrial (ra) and right ventricular(rv) leads. There was also insulation damage confirmed on both leads. The ra and rv leads were explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The reported events of noise, low lead impedance and insulation damage were confirmed. As received, a complete lead was returned in two pieces. Visual inspection found full breached insulation degradation adjacent to the connector boot region. The inner insulation was intact in this location. The cause of the reported events is isolated to the full breach insulation degradation. Abbott is continuing to monitor this issue.